Event description:
Drive medical has received a pt complaint about an incident involving a shower chair with commode allegedly imported and distributed by drive medical. The claimant's attorney stated that the claimant was being bathed by her daughter when the claimant slipped from the chair and did not have enough strength to hold herself up due to the past history of stroke and hip fracture. The claimant's chest got compressed and had difficulty breathing. The claimant was taken to a hospital. X-rays indicated a posterior rib fractured. She was then placed on a ventilator, which remained until her death seven (7) days later. According to the coroner's report, the primary cause of death was cardiopulmonary arrest in an accidental manner. This MDR report is based on the information provided by claimant's attorney and claimant's medical record.